Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "while trying to introduce the guidewire into the balloon it was going very tight, so tried to pull out the guidewire it got stuck in the balloon". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The reported complaint that "while trying to introduce the guidewire into the balloon it was going very tight" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "while trying to introduce the guidewire into the balloon it was going very tight, so tried to pull out the guidewire it got stuck in the balloon". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".